Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Catheter was not returned for additional evaluation and investigation. Pump was returned, and a supplemental MDR will be submitted if any issue is identified with the pump. Clinical specialist stated that there were no additional issues noted during the explant procedure. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) stated that a catheter was revised due to the physician not being able to obtain csf through the cap. The patient's pump was also replaced because this is the patient's second catheter revision and the physician wanted to replace it in case the issue was related to the pump to avoid future surgeries. Prior catheter revision captured in MFR 3010079947-2021-00088.